Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device contributed to the incident.

Event description:
It was reported to the manufacturer that a 4web custom-made device was explanted approximately six following the initial surgery. The patient reportedly presented with arthritis in the subtalar and talo-navicular joints. The 4web device was explanted in (B)(6) 2026 and replaced with another 4web custom-made device.